Manufacturer narrative:
An attempt to reproduce the reported event using minimed mobile app (software version 1.3.3) installed on iphone 11 pro (ios 16.4.1 (a)) with mmt-1885 780g pump (software ver. 6.7v.3) was conducted and confirmed the issue was not reproduced. The software did not{color:#ffc400} {color}successfully adhere to the specified requirements and performed in accordance with the expectations specified in the ble connect ios and android mobile software requirements specifications, d00780504 (item 3402296). After conducting a thorough investigation, we have identified an intermittent issue hindering our acquisition of sake keys from teneo. The problem lies within the receive sake procedure, although the exact reproduction steps remain uncertain. It is suspected that the issue may be related to the stability of the internet connection, suggesting that a more reliable connection or switching to mobile data could potentially help mitigate the problem. Additionally, there are indications of race conditions during the pairing process that might contribute to this issue. The esf number that corresponds to the reported issue is: 4816305 to assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively:â  # restart the phone # connect to wifi # try to pair # if that didnâ¿¿t help change to mobile internet # try to pair. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that minimed mobile app was unresponsive. No harm requiring medical intervention was reported. The blood glucose value during time of event was 144 mg/dl. Troubleshooting was performed, customer reported the application often does not respond when the patient moves within the allowable distance. It was unknown whether the customer to continue to use the app and it will not be returned for analysis.